Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed: yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Cluster ID, reporter causality comment was added. Event injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 927072, 12515305) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhesion. Concurrent conditions included uterine neoplasm and dysmenorrhea. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: mdlc no: 24704. The number of expanded coils that appeared trailing into the uterine cavity was 5. The identical steps were undertaken to insert the essure microinsert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 5. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 29-dec-2020: mr received. Reporter information, patient details, medical history, lot no, device information (date of explant) and rcc added. Event " essure removed: yes was updated to menorrhagia". New event- dysmenorrhea added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient actually was to have essure (batch no. 927072, (12515305- not valid)) inserted for female sterilisation. Essure was not inserted. The patient's medical history included adhesion. Concurrent conditions included uterine neoplasm and dysmenorrhea. The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter commented: mdlc no: 24704. The number of expanded coils that appeared trailing into the uterine cavity was 5. The identical steps were undertaken to insert the essure microinsert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 5. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Lot number: 12515305 is not valid. Lot number: 927072 manufacturing date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jan-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.